Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the an electrogram observed the implantable cardiac monitor (icm) device with oversensing of fast ventricular tachycardia episodes. The device remains in use. No patient complications have been reported as a result of this event.